Event description:
Subject: (B)(6) (elbow clinical study). Few days after the surgery involving the crf ii implant, a dislocation of the elbow (in the event of major instability) was observed. It was observed a avulsion of the reattachment anchor of the lateral ligamentous plan resulted in posterior dislocation of the radial head. This event was reported as a serious adverse event ¿required intervention to prevent life-threatening illness or injury, or permanent impairment or damage to address this issue, three interventions were required: on (B)(6) 2022: re-operation without implant change: ligament reconstruction using half of the flexor carpi radialis tendon. This record corresponds to this event above. On (B)(6) 2022: re-operation without implant change: ligament reconstruction using the controlateral palmaris longus tendon (because of recurrence of posterolateral radial dislocation after the first ligament). This event corresponds to (B)(4). On (B)(6) 2022: re-operation without implant change: ligament reconstuction (because of persistence of the posterolateral radial head dislocation) this event was resolved without sequelae after last intervention. This event corresponds to (B)(4).

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.